Event description:
Add manufacture date.

Event description:
The handheld was returned for analysis without the charging cord. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using a inhouse ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported by a company representative that a physician's handheld would not turn on after being recharged due to unknown reason. Troubleshooting was performed however the issue prevailed. At the moment a new handheld was provided to the physician and attempts to obtain the reported handheld returned for analysis have been unsuccessful to date.